Manufacturer narrative:
(B)(4). Device could only be fired with excessive force. After reloading the device did not fire at all. Procedure was finished successfully with another device. There were no negative consequences for the patient. The analysis showed that the ats45 instrument was received with the closure ring extended from the flex neck, and without a reload present. No functional test was performed due the condition of the device. No conclusion could be reached on why the closure ring crimp was insufficient, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was difficult to use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.